Manufacturer narrative:
.

Event description:
The consumer reported high blood pressure and swelling due to water retention. The blood pressure was 226/48 and it was usually 110/72. There was no fall or trauma related to this issue. The primary doctor told the patient to leave her stimulation off. The issue started on (B)(6) 2016. Additional information from the consumer reported that turning the device off resolved and/ or improved the report of stimulation pain, high blood pressure, retention and swelling. The patient thought that the high blood pressure may have been caused by the pain she was experiencing with stimulation. She visited the physician and was reprogrammed. The polarity was changed which completely resolved the report of pain and high blood pressure. The retention and swelling were much less but it was not completely resolved. The patient had another physician appointment on (B)(6) 2016 for a recheck. Therapy was providing benefit. She was indicated for gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.